Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial resection, the vertek arm was not tightened properly and moved under the drape during the procedure. The site re-registered through the drape and continued with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.